Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient was hospitalized with high blood glucose. Reportedly she was vomiting constantly. The patient's blood glucose was 30 plus 3 which went upto 30 plus 10 when diagnosed by health care professional at time of hospitalization. The patient was given intravenous fluids, pump was removed, and monitoring was done for a week and blood test were taken as a corrective treatment. The patient reported, when she removed the infusion set, the cannula was bent. The patient reported she gave herself bolus to treat high blood glucose and felt ill before hospitalization. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.